Manufacturer narrative:
During the evaluation of the device at the third party service center, the ventilator's pressure was fluctuating. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a pressure fluctuation caused by the sensor board. The sensor board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause was found to be caused by a faulty control sensor.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in pt user.